Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that the system is not able to hold a charge. Manufacturer representative reported that the site does not wish to move forward with this service. The issue is with the motion batteries which are replaced every planned maintenance (pm). The site is due for a pm. No patient present.